Manufacturer narrative:
The device and event are under evaluation into root cause. The device will be evaluated upon product return from the customer.

Manufacturer narrative:
Evaluation: the catheter was visually inspected and multiple kinks were found just below the trifurcation hub of the catheter. No other defects or damage were found upon visual inspection of the device. The eccentricity of the balloon was found to be acceptable. The proposed root cause of the balloon migration cannot be determined. Returned device exhibited no nonconformances. Root cause is most likely procedural/anatomical in nature. Complaint that balloon migration contributed to an aortic dissection could not be confirmed. No corrective action will be taken. This is an isolated incident. Trends are in control. The reported defect was not confirmed; hence, a manufacturing defect cannot be confirmed and a product risk assessment will not be initiated. The product labeling (IFU, shelf and shipping labels) was reviewed and found to be adequate. Trends will continue to be monitored through the edwards quality system.

Event description:
It was phoned in by the sales rep that there was an aortic dissection of the ascending aorta (directly above the st junction) that lead to the death of the patient. The sales rep was not present during the case, but it was reported to her by the physician. (B)(6) yr old female having a mitral repair. The patient expired in the operating room. The physician placed the intraclude aortic device, icf100, per IFU under flouro, the balloon was positioned for 8-9 minutes prior to arrest of the heart. No antegrade was given. The root pressure was 20, "never negative" and went up to systemic. They took out volume from the balloon and the same thing happened. Believing something was wrong with the device, they replaced the intraclude with another icf100. At this time, they lost both right and left arm pressures. There was blood visible in the pericardium. The patient had a significant amount of pectus muscle and was difficult to convert to a sternotomy. Upon opening the chest, they noted the dissection at the ascending aortic arch. There was no dissection of the femoral or descending aorta. The device has been retained by the hospital legal dept. The lot number is unknown.